Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was placed on hold due to pending litigation. Recently, the legal case was settled, and the device was forwarded for analysis. A visual inspection of the device header and case noted no anomalies. Due to the device being on legal hold the battery has depleted beyond the ability to do therapy availability testing. Based on the memory log the device was functioning normal while implanted. Laboratory analysis could not confirm the allegation of serious injury due to malfunction against the device.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced injuries as a result of the device. Guidant received additional information that this device was prophylactically explanted due to the advisory affecting this model. A new device was implanted.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced injuries as a result of the device. This device was prophylactically explanted due to the advisory affecting this model. A new device was implanted. The device was returned for analysis and was placed on legal hold.